Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The following was reported by an anonymous doctor on an online discussion board, "I had a second patient on that (B)(6) who had just had his stimulator replaced due to lead impedance, however the wires were not changed out. When I turned the stimulator back on I noticed that the patient did not have the typical response. I subsequently increased the output current up to a level of 1, 1.5, 2, and then 2.5 without any significant discomfort. I subsequently performed a diagnostic check and found that the impedance was very high. Unfortunately the patient will now need to have his leads replaced requiring a second surgery." Attempts for further information have been unsuccessful to date.